Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The pump is a fixed speed system and estimates blood flow rate using electrical current, impeller speed and blood viscosity. Viscosity is calculated from the patient's hematocrit. To obtain the most accurate estimate of blood flow, the patient's hematocrit must be entered into the monitor. The instructions for use (IFU) outlines the setting of the patient's hematocrit based on a blood sample and adjustments to the hematocrit setting. Flow estimation should be used as a trending tool only, as it cannot adapt to changing fluid conditions. The IFU and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are directed to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. All alarms should be reported. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient underwent vad implantation of (B)(6) 2017. On (B)(6) 2017, the patient experienced an abrupt drop in vad flows at 8:35am which the site assumed was related to a thrombus at the pump inflow cannula. An echocardiogram confirmed this suspicion and that the aortic valve was opening (despite a barely visible pulsatile flow curve on the vad). The patient underwent a "backwash maneuver" at 10:35am with the subsequent normalization of the pump parameters. The site further reported that they experienced no further technical abnormalities after this event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "low flow" event was confirmed via review of controller log files, which revealed a sudden drop in power consumption starting (B)(6) 2017 followed by another drop in power on (B)(6) 2017 and low flow alarms. Of note, the site suspected a thrombus at the pump inflow cannula which was later confirmed via an echocardiogram. The patient underwent a "backwash maneuver" which resulted in the subsequent normalization of the pump parameters. The site further reported that they experienced no further technical abnormalities after this event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event may be attributed to thrombus at the inflow cannula of the pump. Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. In addition, the site reported that the event was unrelated to the pump and related to a persistent, small thrombus present at the time of implant. Although the root cause of the reported event cannot be conclusively determined, there are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the patient was born in (B)(6) and that she had a history of taking heart failure medications prior to her implantation. The site confirmed that the patient had recently been implanted with her vad on (B)(6) 2017. At the time of the event on (B)(6) 2017, the patient is reported to have been taking heparin. She underwent her backwash procedure on that same day. The physician reported that the event was not related to the pump but felt that it was associated with a persistent small thrombus after the implant. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.